Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. The cause of the foreign material in the water channel was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the distal end insulation failed inspection. A whitish foreign material was found inside the jet-tube, additionally, the plug unit and cable unit were corroded. The objective lens, light guide lens, and the bending section cover adhesive were cracked. And the connecting tube was wrinkled. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported fluid invasion with no leakage, image problem on the evis exera iii gastrointestinal videoscope. The issue was found during an unspecified procedure. The facility completed the intended procedure with another similar device without delay or discomfort to the patient. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: jet-tube had foreign objects.